Event description:
It was reported to b. Braun medical inc. That a perfusor ® space ® syringe pump (material # 8713031u, batch # 97064496b4, serial # (B)(6) ) was being used to administer meropenem on an unspecified date. According to the complainant, during therapy, the syringe emptied and a downstream occlusion alarm occurred. Despite the syringe being empty, the pump displayed a volume to be infused (vtbi) of 0.37 milliliters (ml). The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Details of history log: log review shows on (B)(6) 2024 and 8:02am an infusion start of 22ml/hr and 11ml (dl: merope). At 8:31am with a volume infused of 10.54ml syringe near empty alarmed and at 8:31am pressure alarm occurred stopping the infusion with a volume infused to 10.55ml.